Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. Component code relates to device code for the reported event of stent migration post procedure. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was implanted in the kidney and ureter during a ureteroscopy with lithotripsy procedure on (B)(6) 2017. According to the complainant, the stent was successfully implanted. Overnight, the stent naturally came out from the patient's body, before it was intended to be removed. Another stent was not implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.